Event description:
It was reported that air bubbles were observed within the canister. Reportedly, customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.